Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to unknown reasons. The reservoir remains implanted. A new inflatable penile prosthesis consisting of cylinders and pump no patient complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.